Manufacturer narrative:
G4: 04jan2021. B4: 05jan2021. The field service engineer (fse) confirmed the reported failure. The evaluation observed that a noise occurred when the blower functioned. The fse replaced the blower and the phenomenon resolved. The unit was tested and it was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30oct2020.

Event description:
The customer reported during pre-use check, vibrational sound was being emitted. There was no patient involvement or user harm reported.